Event description:
I saw an ad in an (B)(6) magazine advertising a mastografia and decided to try their services as the literature indicated that this machine is "FDA approved." Therefore, I trusted in their results. Unfortunately, after a second checkup, I realized that equipment sold and promoted by (B)(6) misdiagnosed me. I called (B)(6) and they indicated that their machines are 100% effective and are all FDA approved. I requested evidence of this and they still have not provided me with this information. So, a friend told me to go the FDA website and report as well as request written evidence.